Manufacturer narrative:
(B)(4). Batch # t93k54. Investigation summary: the analysis results found that the el5ml device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 6 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the trigger had a difficulty in being grasped during use before all clips were deployed. Another device was used to complete the case. There were no adverse consequences to the patient.